Event description:
The physician successfully implanted a 2.5 mm diameter x 22 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the lad. It was reported that during the attempt to inflate the resolute integrity balloon following stent deployment, the balloon was noted to be damaged. A "jet" was observed from the balloon of the device. Nothing abnormal was noted with the device during preparation prior to use or during stent delivery. The stent was post-dilated using another balloon and no clinical sequelae were reported.

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was slightly flared. Crimp impressions were evident along the balloon. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device it would not hold pressure. The leak from the balloon was located over the distal inner shaft marker. A small tear with a longitudinal scratch on the distal side of the tear was evident on the balloon.

Manufacturer narrative:
Evaluation, results: caused by operational context (no abnormalities noted with device during preparation prior to use - root cause of reported event most likely procedural related). Conclusions: operational context contributed to event (no abnormalities noted with device during preparation prior to use - root cause of reported event most likely procedural related).

Manufacturer narrative:
Results: inherent risk of procedure (balloon rupture); other (root cause of reported event cannot be determined based on limited information). Conclusions: no conclusion can be drawn (root cause of reported event cannot be determined based on limited information). (B)(4).